Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. There was tape residue on the line near the patient line stopcock. The main system stopcock was taped in place. The main system stopcock could be removed from the backing. It is unknown how or when this occurred. A review of the DHR showed no anomalies. Proteinaceous debris was observed on the interior of the device. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nurse noticed there was a detached part on the device. It was stated that it did not seem to compromise the whole system, but the piece on the chamber was able to be detached in which it should not have been able to do. It was unknown when it was detachable whether it was like that in the packaging or happened after being used.